Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a retropubic sling insertion procedure.according to the complainant, during the procedure, outside the patient, as the blue dilator was being loaded on to the delivery needle, the sleeve covering the mesh tore. The physician completed the procedure with another advantage fit system. The condition of the patient following the event was reported as "fine".